Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection could not be conducted since the device was not returned for evaluation. The complaint sample was not returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed.

Event description:
The customer alleges that green plastic pieces (base/foot of blade) are breaking off when attempting to connect the blade to a handle. The alleged issue was detected during pre-testing.